Event description:
It was reported three days after implant that the patient's right atrial (ra) lead dislodged as confirmed by x-ray. The ra lead was repositioned one week later and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.